Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. Subject ID: (B)(6). It was reported that following an cryoablation procedure involving a polarsheath, the patient reported bleeding at the site puncture during the evening and the night. Laboratory tests were performed, and the patient had slight anemia. The bleeding was not resolved using manual compression. A redressing and a new stitch resolved the issue, and the patient was discharged on (B)(6) 2022.